Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer alleges the left brake is flopping forward and looks like it's several years old and very worn. He said when he delivered it, it looked brand new. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.